Event description:
Dealer states that when the back suspension moves, the unit stops. The joystick indicates an m1 motor fault and the unit allegedly comes to a stop. The consumer is stranded at that point. The controller has been replaced and the chair now works fine. There is no report of ill effect.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdx5-ps, serial number/date (B)(4) is approximately 5 years old. The owner's manual part number 1143190, rev.d, (jun-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event. Specific detail on consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The malfunction has not been confirmed. In speaking with the dealer, he provided the maintenance history. For this particular incident, he reported he is going to make the necessary repair and that the consumer was up for a new chair.